Manufacturer narrative:
The device will not be returned for evaluation; disposed at hospital.provided lot number is incorrect and unable to review the device history at this time.

Event description:
Kit components damaged or out of spec; reportedly, the blue connector has broken off 4 times. No patient injuries reported. One introducer will be returned. Update 2009: the hospital has discarded the defect introducer. No sample will be returned. Update 2009: according to (customer service) the correct lot number is 58648809.

Manufacturer narrative:
It was initially indicated that the lot number was incorrect and unable to be reviewed; lot number was correct and the device history was reviewed. The event was determined to be reportable following edwards standard procedures. A device history record review was completed and documented that the device met all specifications upon distribution. However, it was determined that the hemovalve was made with resin from the colorite supplier. An investigation was performed and completed for broken blue connectors. The complaints related to broken blue connectors are associated to the non automatic introducers. They were assembled using the hemovalve made out with resin from colorite supplier. As a part of the materials incoming inspection a verification of the parts for cracks, void oar any molding defect will be performed prior to the release of the material. Our manufacturing process has a 100% in process visual inspection; any defective housing will be capture during this inspection. Several tests have been performed with both resins (colorite and alfagary). Units built with the alfagary material did not break during testing. It was concluded that the alfagary material will be substituted for the valve body.